Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that a mechanically worn door switch was the root cause of the reported issue. Replaced the worn door switch, which was the cause of the issue. Issue resolved. The worn switch was discarded on-site, so no part return is expected. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system door was not closing properly. There was no patient present when this issue was identified. No additional details were provided.